Event description:
Complainant is concerned about the potential hlth risks involved with the use of breast pumps which are previously owned. Rptr cites among other things that there is a potential hlth risk of bacterial or viral contamination from the milk that back-flows into the motor unit which can not be sterilized. Rptr gives an example of the very common infection, candida albicans (thrush). Rptr is also concerned that the pumps are not clearly marked with a warning about the potential hlth risks. Rptr's letter goes into great detail explaining the problems as rptr sees them.